Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no impact to the customer's blood glucose level. After resuming insulin delivery, the customer had not received another occlusion alarm. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.